Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing of p-waves was observed during episodes of atrial flutter. The device was reprogrammed to optimize treatment of the arrhythmia. The patient was in stable condition and there were no adverse consequences.